Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported he was hospitalized for shortness of breath. During review of the patient's treatment data for (B)(6) 2016 a total drain volume of 6387ml was noted. The patient drained 2787ml on the cycler then another 3600ml at the hospital. A follow up call was made to the patient's nurse who reported the patient developed contact dermatitis (possibly from food, but not sure) was prescribed prednisone which made her swell and retain fluid. The patient was hospitalized from (B)(6) 2016.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The initial simulated treatment was performed and failed with heater bag undated failure. The failure was trace to the loose j8 cable of the motor a to the backplane connector; reinserted the cable of the motor a all the way into the backplane connector. The system air leak test and the valve actuation test passed. The teach pumps test passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler.